Event description:
This is the second of 5 dialyzer reaction events reported simultaneously by the treatment center. Within one minute of turning-up the blood flow rate to 400 ml/minute on the dialyzer, the pt complained of lower back pain radiating to the legs & a feeling of anxiousness. The blood flow rate lowered to 200 ml/minute & the symptoms were relieved within five minutes. The blood flow rate was slowly increased back up to 300 ml/minute with no further complications. The other 4 events are reported in medwatch numbers 9681834-1998-00051, 00056, 00057, 00058.